Event description:
It was reported that a patient presented to clinic with high capture threshold on the atrial lead and low sensing on the right ventricular (rv) lead. During lead revision, the physician was unable to advance the stylet into the atrial lead and also noted that the atrial lead and rv leads were adhered to each other. The physician elected to explant and replace both the atrial lead and rv lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported events were r-wave amp variation and lead stuck to another lead. As received, a complete lead was returned in one piece. The reported event of r-wave amp variation was not confirmed. Visual and x-ray examination of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.